Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. All available information was reviewed, and the reported device damaged by another device (caused damage) appears to be due to a combination of the noted visualization difficulties and due to user technique/procedural circumstances. The reported unchanged mitral regurgitation was a cascading effect of the reported device damaged by another device (caused damage) as the slda clip came loose due to the interaction with this ntr clip resulting in unchanged mr of grade 4. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip caused damage to another clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2019, a second mitraclip procedure was performed. It was noted that one of the previously implanted clips had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment /slda) and the mr had increased to 4. In the physicians opinion, the slda was due to a tear in the leaflet. Imaging was difficult; however, one clip was implanted, stabilizing the slda clip. The mr was not reduced. A second mitraclip ntr clip delivery system (cds) was advanced to further stabilize the slda clip, but the cds interacted with the slda clip, causing it to loosen further. The ntr clip was implanted, but the mr remained at 4. No further clips were attempted. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.